Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: performance data collected from the mobile programmer was received and analyzed. Analysis of the product dat a/database found the customer comment that the mobile programmer became unresponsive was confirmed. Continuation of d10: product ID mc1vr01us lot# serial# (B)(6) implanted: (B)(6) 2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during interrogation of the leadless implantable pulse generator (ipg) with the mobile programmer application when the impedance test was selected the r-waves were measured however the test never completed. The mobile programmer application was restarted and the testing was repeated with no further issue. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.